Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times up to 10atm. However, at third inflation, it was noted that the balloon ruptured. The balloon was removed from the patient's body using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.